Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that during an unspecified pta treatment procedure, balloon deflation and removal difficulties were encountered. The customer reported, that the physician "inflated the pta catheter as usual with 8 atm. When he wanted to withdraw the balloon, it was not possible to deflate the balloon anymore (several trials). After a cut of the skin, the physician touched for the balloon and found it. With several pricks with a needle, he was ale to let the balloon burst. After all, he was able to remove the pta balloon through the sheath." The lesion being treated was located in the superficial femoral artery. The balloon remained inflated for approximately two minutes. The current patient condition is reported as "okay."